Event description:
Eos status was reported approximately 48 months after implantation, device was explanted. No adverse patient events were reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The data showed that the device status eos was activated on (B)(6) 2019 at 02:01 pm. Further analysis showed that the vt/vf detection was activated at the time of eos. The episode 26 (february 26, 2019, 01:59 pm until 02:01 pm) shows noise in all three channels indicating an MRI scan. It is therefore reasonable to assume that the MRI scan led to the clinical observation. Please note, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded.